Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not shock the patient when the patient's heart rate became rapid.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not shock the patient when the patient's heart rate became rapid. New information received indicates that this device was explanted for unspecified reason. At the time of the explant procedure there were no product performance allegations. Subsequent information received indicates that the patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was held due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. A visual inspection of the device header and case noted no anomalies. Longevity calculations determined the battery depleted normally. As a result of the legal hold, the battery has depleted beyond the ability to do therapy availability testing. Based on the memory log the device was functioning normal while implanted. Laboratory testing could not confirm the allegation of therapy not being delivered when required.